Event description:
It was initially reported that recent diagnostics performed on a pt's device resulted in high lead impedance. No specifics were given regarding the test. It was later indicated that the pt went into status epilepticus and was admitted to the hosp. At that time, the surgeon decided to do revision surgery. Later, it was confirmed that system diagnostics were performed during surgery, which were within normal limits, so the pt's generator was replaced at that time. X-rays taken and were sent to the MFR for review. Based on the x-rays received, there were no discontinuities visualized on the lead portions which could be contributing to the reported high lead impedance, but due to the quality of the images and limited views, the entire vns lead and generator could not be completely assessed. Good faith attempts to obtain the generator for analysis have been unsuccessful to date as the hosp indicated that the device had been discarded. Good faith attempts to obtain additional info are still in progress.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities were visualized.